Event description:
On 2/21/1999 the patient underwent a diagnostic procedure via the right groin (angio-seal device was not utilized for this procedure). On 02/22/1999 following a ptca an angio-seal device was placed in the patient's right groin. On 02/23/1999 the patient was discharged with a slight swelling of the right groin site. On 02/24/1999 the patient noted some ecchymosis, an acorn sized hematoma and an increase in swelling. Approximately one week later the patient "felt a pulsatile site" at the right groin site with increased swelling that included the medial thigh, and right side of the scrotum and penis. On 03/12/1999 his physician noted a bruit. An ultrasound revealed a "small grape-sized thrombus in the common femoral artery" with "no obstruction of flow". The patient was hospitalized for 24 hours, and started on lovenex 300mg every 12 hours. The patient's pulses remained the same as pre-catheterization. As of 04/15/1999 there has been no further report to the manufacture of complication or additional patient sequelae.